Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. The patient was sedated. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a non-boston scientific balloon catheter was used to dilate but due to severely calcified lesion, it did not dilate. Therefore, a peripheral cutting balloon was used. However, at first inflation, it was noted that the balloon ruptured at 5 atm for 5 seconds. The device was removed using normal method and the procedure was cancelled. No complications were reported and patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. The patient was sedated. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, a non-boston scientific balloon catheter was used to dilate but due to severely calcified lesion, it did not dilate. Therefore, a peripheral cutting balloon was used. However, at first inflation, it was noted that the balloon ruptured at 5 atm for 5 seconds. The device was removed using normal method and the procedure was cancelled. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 3mm distally. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.